Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacture reference number 1627487-2019-12722. It was reported that the patient had the scs system explanted. No further information is available.